Event description:
Additional information received reported that there was a partial fracture of the left lead of the deep brain stimulator (dbs) system affecting contact "0" and the event was attributed to the lead. This was also described as a lead break. It was noted that there was >4000 ohms for the left "0" contact. It was further reported that implanted neurostimulator (ins) had normal battery depletion. It was noted that the normal battery depletion was a separate issue from the lead fracture. It was reported that a MRI/x-ray/CT scan was done on (B)(6) 2012 and showed that the left ins has "turned upside down" and that there was a "kinked attenuated lead" which was suspicious for a partial fracture. On (B)(6) 2012, a reprogramming was attempted by switching to contact "1" from contact "0" which resulted in immediate improvement in anxiety and mood. A surgical intervention was done to replace the left ins on (B)(6) 2012. During this surgical intervention the "dbs connection" was also explored and found that the partial fracture involved the left lead. Finally, it was noted that the signs and symptoms associated with this event were a worsening of ocd symptoms. The patient did not require hospitalization and recovered without sequelae. Refer to manufacture report # 3004209178-2012-09037.

Event description:
It was reported there was a malfunctioning lead on a quadripole implantable neurostimulator (ins). The patient was scheduled to have a surgery the next day ((B)(6) 2012) to replace one of the ins batteries that was ending its life and also flipped. It was noted the surgery was also "probably exploratory" to find out what happened to one of the poles on the left side lead. The deepest electrode zero pole was not working. The lead was pulled down by the battery flipping upside down. The whole wire was supposed to be coiled on top of the scalp, but it fell down to the neck and pulled on the electrode and broke it. X-ray results showed the break was a quarter of an inch above the connector not in the brain. Additional follow information was requested but not available at the time of this report.

Manufacturer narrative:
Product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2010, product type extension. Product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2010, product type extension. Product ID 3387s-40, lot # v458446, implanted: (B)(6) 2010, product type lead. Product ID 3387s-40, lot # v458446, implanted: (B)(6) 2010, product type lead.

Manufacturer narrative:
(B)(4).